Manufacturer narrative:
Report source: an article titled "interspinous implant in lumbar spinal stenosis: a prospective cohort", by arup kumar bhadra, a.s. Raman, s. Tucker, h.h. Noordeen." Device not returned, internal review of literature, follow-up with author.

Event description:
In an article titled "interspinous implant in lumbar spinal stenosis: a prospective cohort," the following was reported: one patient with persistent symptoms required revision surgery and microdiscectomy for disc prolapse. A physician implanted an x-stop device into a patient at level l4-l5. Months post-op, the patient experienced severe disc problems. The physician performed a discectomy and left the x-stop device in place. Reportedly, the patient had "good results." No additional information was reported.